Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, that the gastrointestinal videoscope tested positive for 100 colony forming units (cfus) of staphylococcus warneri (the working channel was sampled). The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was observed that during the device evaluation, the jet tube exhibited foreign material. There was no patient involvement.

Manufacturer narrative:
Update to d8, e4, h2, h3 and h4. This report is being supplemented to provide additional information based on the results of the final investigation. Despite good faith attempts the cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1. Bacterial identification: corynebacterium species. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: 5. Bacterial identification: filamentous fungi, staphylococcus warneri, staphylococcus capitis, staphylococcus pasteuri. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: less than 13. Bacterial identification: filamentous fungi. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1. Bacterial identification: staphylococcus capitis. The device was evaluated where an additional potential adverse event was confirmed where foreign material was noted in the jet tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were scratches in the channel tube and dents on the air/water cylinder, jet tube and suction cylinder. It is possible that damages could be a source of microorganisms; however, a conclusive root cause was not determined. When olympus culture tested after reprocessing in accordance with the IFU after repair, the results conformed to the regulation's recommendation. Based on the results of the foreign material, it was confirmed that foreign material was in the jet tube, but the type of material and root cause was not determined. Olympus will continue to monitor field performance for this device.